Event description:
Purchased the living air ionizer w/ozone made by alpine industries and 1 month later, both rptr's husband and herself were in the dr's office receiving intravenous prednisone due to lung spasms. Rptr has since developed lung problems which she never had and has to use inhalers. Rptr didn't realize it could be the machine until she read up on it. The lung problem rptr developed was emphysema. Rptr was sold the machine after she told them that her husband has asthma.